Manufacturer narrative:
At this time, vyaire medical is in the process of evaluating the suspect device. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator was auto cycling. The customer claims that the ventilator works fine in simv mode, however, when they changed the mode to assist control, the unit would auto cycle. There was no report of any patient involvement associated with this reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 118 hours of extended tests at the customer's settings. The ventilator passed troubleshooting final test, which includes many alarm and ventilation functions.